Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. - therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, a smartview connect did not communicate properly since june 2023. On (B)(6) 2023 the patient was contacted but the smartview connect was off. When turned on, the message 'no network' was displayed, despite several troubleshooting attempts. On (B)(6) 2023 the issue was still observed.

Event description:
Reportedly, a smartview connect did not communicate properly since june 2023. On (B)(6) 2023, the patient was contacted but the smartview connect was off. When turned on, the message 'no network' was displayed, despite several troubleshooting attempts. On (B)(6) 2023, the issue was still observed.